Event description:
An attempt was made to use an endeavor resolute drug-eluting stent to treat a severely calcified lesion in the lcx with 80% stenosis. The device was inspected and prepped prior to use with no abnormality noted. It was reported that, as resistance was encountered excessive force was required to advance the device to the target lesion. It was reported that the stent dislodged in vivo and was retrieved with a snare device. It was reported that the lesion was treated with another manufacturer stent. No patient complication was reported.

Manufacturer narrative:
Results: dislodgement. Lesion morphology. Force was used in an attempt to deliver the stent. Force was used in an attempt to deliver the stent. No results available since no evaluation performed. Device or procedural images not provided for review. Conclusions: dislodgement. Lesion morphology. 80% stenosis and severe calcification. Force was used in an attempt to deliver the stent. (B)(4).